Event description:
On 8/7/96 there was removal of subcutaneous venous reservoir. Central venous catheter was left in subclavian site. Upon removal, irrigation through the reservoir demonstrated a split in the catheter 8.5cm distal to its junction with the reservoir, this was a linear split of approx 6-8mm in length. Pt did receive adriamycin through the catheter that infiltrated. Caused a readmission to the hosp.